Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 15-dec-2021. The most recent information was received on 22-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis sacroiliac pain / recurrent and disabling pain') in an adult female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), musculoskeletal pain ("multiple joint and muscle pains"), sciatica ("sciatica"), fatigue ("severe fatigue") and autoimmune disorder ("suffering from an autoimmune disease"). Essure treatment was not changed. At the time of the report, the pelvic pain, musculoskeletal pain, sciatica, fatigue and autoimmune disorder had not resolved. The reporter considered autoimmune disorder, fatigue, musculoskeletal pain, pelvic pain and sciatica to be related to essure. The reporter commented: after one year, follow-up by an internal doctor, and after having carried out multiple examinations. The observation is that there is nothing medically explainable other than the possible effects of the implants on her body. At this time she is in serious difficulty, linked to the pain and the loss of mobility that this implies. During the year, she was not able to work for 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvis sacroiliac pain / recurrent and disabling pain') in an adult female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), musculoskeletal pain ("multiple joint and muscle pains"), sciatica ("sciatica"), fatigue ("severe fatigue") and autoimmune disorder ("suffering from an autoimmune disease"). Essure treatment was not changed. At the time of the report, the pelvic pain, musculoskeletal pain, sciatica, fatigue and autoimmune disorder had not resolved. The reporter considered autoimmune disorder, fatigue, musculoskeletal pain, pelvic pain and sciatica to be related to essure. The reporter commented: after one year, follow-up by an internal doctor, and after having carried out multiple examinations. The observation is that there is nothing medically explainable other than the possible effects of the implants on her body. At this time she is in serious difficulty, linked to the pain and the loss of mobility that this implies. During the year, she was not able to work for 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.